Event description:
Report of explant of device system due to "rejection by body" rec'd per annual device tracking report. F/u with hcp revealed infection was the reason for removal of the device and the onset/diagnosis of infection occurred with "late wound dehiscence". The primary location of the infection was the device pocket. The pocket was cultured - no organisms identified. The pt was treated with device system explant and IV and oral antibiotics. The pt outcome was "explanted without complications".